Event description:
Philips received a complaint by the customer on the v60 indicating that the device is giving an error code 1208 alarm message: oxygen not available. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that unit was turning on while in use with o2 not available alarm. Customer attempted to troubleshoot and was unable to duplicate. The customer attached the o2 and set the unit to 22% and removed o2 and unit alarms. Customer reattached o2 and the unit stops alarming. The customer did state unit was also attached to o2 tank. The rse informed the customer that maybe unit wasn't attached to wall and just drawing on the o2 tanks. Customer will perform pm on unit to confirm operational status. The investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.